Event description:
This case was reported by clinic staff and described the occurrence of attempted suicide in an (B)(6) female pt who received double salt denture cleanser (B)(4) (polident) tablet for denture cleaning. On (B)(6) 2009, the pt drank polident (1 tablet) solution in a suicide attempt and she experienced nausea. On the same day, she visited the clinic and was treated with gastric lavage. At the time of reporting, the outcome of the events was unk. Polident tablets are manufactured in (B)(4), and neither the product nor lot number for this product is available.